Event description:
It was reported that, during the implant procedure of this lead, an episode of ventricular tachycardia occurred. Multiple shocks were delivered but a code was eventually called and the patient expired. The cause of death was listed as incessant vt and ischemic injury. There were no allegations against this lead.